Event description:
During a coronary stent procedure of the carotid artery, the stent came off of the delivery device and was retrieved. It is unknown how the stent was retrieved. Patient status is listed as "okay".